Event description:
It was reported a patient's atrial lead presented with false automatic mode switch (ams) due to atrial over-sensing and atrial double counting. Programming changes were made to restore normal parameters. The patient was stable.